Event description:
An ophthalmologist's office (ecp) reported, a pt developed a corneal ulcer while wearing acuvue oasys contact lenses. The pt has worn contact lenses since 2006. The pt was seen in 2008 with od pain, tearing, swelling, and discharge. The pt had seen a primary care physician and was treated for "pink eye" with tobramycin and z-pak. The ecp noted the following, "severe infiltrate" with 3+ injection. A drawing shows the "infiltrate" to be in the central cornea. Bcva od counting fingers at 1 foot. The record referred to the lesion both as an infiltrate and as a corneal ulcer. Pt treated with vigamox q5 mins x 1 hr then q1h. Pt continued z-pac. Pt seen the next day and ecp diagnosed pt with probable pseudomonas corneal ulcer od. Ciloxan q1h and po vitamin c added to treatment. Two days later, the ecp noted that along with initial symptoms, the pt was sensitive to light. Pt had a "small hypopyon" along with 2+ corneal edema. On the same day, the record indicates the infiltrate was smaller and edema reduced. One day later, the infiltrate was 2.5 x 2.5mm. Hypopyon was gone. Pt's bcva od was counting fingers. No change in medication. In 2004, the infiltrate was 1.4 x 1.4mm and "much less dense". Bcva od 20/160. Pt continued medication. In 2008, the size of the infiltrate was 0.2 x 0.2 mm and the size of the scar was 1.8 x 2 mm. Five days later, the scar size was noted to have decreased. Bcva 20/50. Pt continuing to take vigamox and ciloxan drops. Frequency changed to q2h at night. Three days later, pt's bcva od 20/30. Medication changed to alternating, q2h. Pt continues to complain of light sensitivity. Six days later, the ecp noted a residual scar without infiltrate. Bcva od 20/25. The next month, pt's bcva od 20/30. Pt still sensitive to light. Medication reduced the qid. On in 2008 pt's bcva od 20/25 +2. Pt's symptoms improved. Medications discontinued. In 2008, pt's bcva 20/20. Pt still sensitive to light. Pt instructed to use rewetting drops and return to clinic in one month. Product was discarded by pt, lot# not available. Will report any add'l info within 30 days of receipt. MDR events are reviewed at quarterly mgmt review meetings.

Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.